Event description:
Following the implantation of a trifit cf stem, it has subsided, resulting in a leg length discrepancy for the patient.

Manufacturer narrative:
Per 3159 - final report. The relevant device manufacturing record has been identified and reviewed. This device was manufactured in oct 2019 and conformed to material and dimensional specifications at the time of manufacture. Additional information, including whether a revision is planned, the amount of let length discrepancy, x-rays, operative notes and patient details have been requested. Nevertheless, no information was communicated to corin in order to progress with the investigation. Based on this, no further investigation can be conducted. And thus, corin now considers this case closed. Should any additional information be provided, such as the revision, this case may be re-opened. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information, including whether a revision is planned, the amount of leg length discrepancy, x-rays, operative notes and patient details have been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed.

Event description:
Following the implantation of a trifit cf stem, it has subsided, resulting in a leg length discrepancy for the patient.